Manufacturer narrative:
(B)(6) 2023 final report philips has investigated this complaint. According to the information procedure was not in clinical use at the time of the event and it was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that image disk failed. Review of the system log file showed that image disk error. Fse replaced ippc and the ippc software was re-installed. After replacement of the ippc, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that fluoroscopy was not possible on the allura system. There was no report of harm. Philips has started an investigation of this complaint.